Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 months ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer had initially reported receiving a ¿wait 10 minutes - replace the sensor¿ error message on the same of applying the sensor and a replacement device was ordered. As a result of not receiving the replacement device, the customer was unable to monitor their blood glucose. Consequently, the customer experienced symptoms of sweating, headache, and anxiety and an ambulance transported the customer to a hospital where an IV serum was administered for the diagnosis of hyperglycemia. No additional information was provided. There was no report of death or permanent injury associated with this event.